Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1282051) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
The customer reported receiving "random" results of 28 mg/dl and then a reading of 400 mg/dl fifteen minutes later on their adc meter. The customer further reported experiencing lightheadedness and was not feeling well and felt like she was "going to pass out." The customer self- treated with insulin and went to the hospital. At the hospital, the customer was treated with "glucagel" orally and intravenous infusion of unknown type. There was no diagnosis reported. There was no report of death or permanent injury associated with this event.